Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a g-tube. The customer reported the g-tube was causing the pt discomfort. The customer stated that she had to press down, and then turn to snap it in to place; she has to apply a lot of pressure to the stomach, which causes her son discomfort. Since using this device, the site around it has become irritated and resulted in an infection, which was treated with keflex. The pt was brought to the hosp for treatment and the g-tube needed to be replaced.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.